Manufacturer narrative:
G4: 17feb2020. B4: (B)(6)2020 the customer did not respond to requests for additional information. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jan2020.

Event description:
The customer reported that the ventilator produced the "battery charger fault" diagnostic code. There was no patient involvement.